Event description:
Hospital stated that during cent total hip arthroplasty, simplex bone cement went from a "runny stage"; then "became rigid" before prosthesis was seated. Femoral implant had to be removed with bone cement, then reimplanted. Two packages of bone cement was used. Time when monomer and polymer first reacted to the time of injection was not stated. Sequence of recommended mixcing technique not followed. Vaccum pressure to the cement mixer is unknown as well as room humiditydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.